Manufacturer narrative:
(B)(4).

Event description:
It was reported the guidewire was unable to be inserted, "spring pop out when removed the guidewire". No patient harm reported. The device was replaced.

Event description:
It was reported the guidewire was unable to be inserted, "spring pop out when removed the guidewire". No patient harm reported. The device was replaced.

Manufacturer narrative:
(B)(4). The customer provided three photos for analysis. The first image shows the product lidstock. The following two images show the end of the unraveled guide wire. This confirms the customer report of a guide wire unraveled in use. The customer also returned a single guide wire and the product lidstock for evaluation. The guide wire was unraveled and showed evidence of use. Visual examination revealed the guide wire was unraveled from the proximal weld and was kinked/distorted in several locations along the body. The proximal core wire tip was deformed and exposed out of the coil wire. Microscopic examination of the guide wire confirmed the core wire was broken adjacent to the proximal weld. The exposed proximal core wire tip is tapered and discolored at the point of separation. Both welds were present and appeared full and spherical. The major kink in the guide wire body was measured at 237mm from the distal tip. The broken core wire measured 686 mm in length which is within the specification of 658 - 688mm per guide wire product drawing; therefore no pieces of the core wire appear to be missing. The outside diameter of the guide wire measured 0.861 mm which is within the outer diameter specification of 0.838-0.877 mm per guide wire product drawing. Functional inspection of the guide wire could not be performed for this complaint investigation due to the damage to the returned guide wire. A manual tug test confirmed that the distal weld was intact. A device history record review was performed on the guide wire and no relevant manufacturing issues were identified. The instructions-for-use (IFU) provided with the kit describes suggested techniques to minimize the likelihood of guide wire damage during use. The instructions caution that withdrawing the guide wire against the needle bevel or use of excessive force during removal could damage or break the wire. The report that the guide wire unraveled was confirmed through examination of the returned sample. The core wire was broken adjacent to the proximal weld. The guide wire met all functional/dimensional requirements during investigation testing. No manufacturing defects were found during this investigation. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.75 pounds force. This internal specification is higher than the bs en iso 11070:2014 standard of 2.2 pounds force for this size wire. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.